Manufacturer narrative:
Additional information has been requested from the distributor but at this time no further details have been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the lid of the sharps container was not sealed.